Manufacturer narrative:
A review of the system and instrument logs was conducted. The force bipolar instrument (470405-06/n10200218-0034) was last used on 09-sept-2020 on system sl0035 and had 1 use remaining. A site history review found no other complaints for this instrument. System error log review was conducted. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted procedure the customer had found cable damage to the force bipolar instrument. The procedure was completed with no patient harm.